Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the poor communication screen appeared on their patient programmer (pp). It was also reported that the implantable neurostimulator (ins) could not communicate with the ins recharger (insr) and the last time the patient felt stimulation was three days prior to the report. The last successfully recharge session was unknown and the reason for not charging the ins was also unknown. The patient was redirected to follow-up with their healthcare provider (hcp) to check the ins battery and they stated that ¿this had happened to him three other times since they were implanted on (B)(6) 2010¿. The patient later reported that their ins would not charge and it died in 2015; the battery had to be reset. It was also reported that the ins was last charged four to five days prior to the report, over the last few months, they noticed that they were charging more frequently and losing power quicker. The patient mentioned these issues to a manufacturer representative (rep) and their doctor but they said nothing was wrong with the ins. The reposition antenna screen was seen on the insr and then suddenly, the system died. The ins was programmed by a manufacturer representative (rep) once before and it was noted that two minutes before the rep met with the patient, the system died. The patient also reported that a few days prior to the report, they went to have the system adjusted because it became really weak and in the next morning, it was completely dead. The pp batteries were changed, the insr was used to check if is charging and it was. Lastly, it was reported that five days prior to the report, the patient was getting all of the coupling boxes. There were no reports of medical issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.